Manufacturer narrative:
One (B)(4) truepass suture passer w/self capture feature was returned for evaluation. The device visual assessment of the returned device confirmed the torsional spring to be dislodged from the recessed grooves. The jaw does not function as intended without the spring in proper location. There is no obvious damage or distortion that would be the cause for the loosened spring. A root cause investigation and corrective action was taken to address, correct and monitor this failure. This lot was manufactured after the change. Product met spec upon release from manufacturing in 2017. This condition is monitored by surveillance of occurrences.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a shoulder rotator cuff repair surgery, the truepass suture passer gun got stuck inside of the joint; when pulled out forcefully, it was found that the bayonet flip spring was bouncing, so it could not be used again. Instead, it was used the linear cutter (another suture passer) to finish the arthroscopic surgery, which was delayed from 30 min to 60 min as consequence. No patient injuries disclosed.